Manufacturer narrative:
(B)(4). The subject mr290v vented autofeed humidification chamber provided with the rt380 adult dual heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. The healthcare facility identified cracks on the dome of mr290v vented autofeed humidification chamber that is provided with the rt380 adult dual heated evaqua2 breathing circuit. There was no reported patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. The healthcare facility identified cracks on the dome of mr290v vented autofeed humidification chamber that was provided with the rt380 adult dual heated evaqua2 breathing circuit. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Correction: section d2b: corrected FDA product code . Section h11: method: the subject mr290v vented autofeed humidification chamber provided with the rt380 adult dual heated evaqua2 breathing circuit was returned to f&p healthcare in new zealand for evaluation, where it was visually inspected and analysed. Results: visual inspection of the returned mr290v vented autofeed chamber identified a crack on the dome of the chamber. Further analysis indicated that the crack was most likely due to a mechanical force being applied to the chamber dome. Conclusion: the reported crack was confirmed. Based on our investigation, the crack was likely caused by an external mechanical force. All mr290v vented autofeed humidification chambers are visually inspected during the manufacturing process. Additionally, every mr290v vented autofeed humidification chamber is leak tested at the completion of the assembly process. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber provided with the rt380 adult dual heated evaqua2 breathing circuit was not returned to f&p healthcare in new zealand for evaluation. Our evaluation is therefore based on the information provided by the healthcare facility, photographs of the device, and our knowledge of the product. Results: a review of the photographs identified a crack on the dome of the subject mr290v vented autofeed humidification chamber. Conclusion: based on the information provided by the user and without the return of the subject device, we are unable to confirm or determine the cause of the reported issue. All mr290v vented autofeed humidification chambers are visually inspected during the manufacturing process. Additionally, every mr290v vented autofeed humidification chamber is leak tested at the completion of the assembly process. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. The healthcare facility identified cracks on the dome of mr290v vented autofeed humidification chamber that was provided with the rt380 adult dual heated evaqua2 breathing circuit. There was no reported patient involvement.